Event description:
A report was received that the patient's ipg was causing irritation in the lower rib. The patient received an injection to calm down the irritation and was reportedly doing well now.